Event description:
It was reported that unspecified, intermittent alarms occurred. Customer reportedly reset the pump to resolve the issue. There was no reported adverse impact to customer's blood glucose. Customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.